Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to fully reset pump, completed pump reset with guidance, and successfully restarted sensor session without error recurring.